Manufacturer narrative:
The logs and archive from the reported event were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant products pn: 9735732, ln/sn: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter received additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the site used another navigation system that was on site to complete the procedure. The inaccuracy amount was unknown but it was stated that it was completely off. The trace was on the back on the head and under the skin. The cause of the inaccuracy was determined to be not auto-refining.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9735736, version #: (B)(4). The manufacturer representative (rep) went to the site to test the navigation system. The rep was unable to replicate the reported issue. They tested the system while using a resin head and the registration was good and the navigation was very accurate. They completed a full system checkout. All tests passed successfully, the system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that there was an alleged inaccuracy that occurred. The site stated that the system was inaccurate. After tracing and going to navigate the probe was at the front of the patient and displayed on the back of the model, also navigation displays under skin. There was less than an hour delay in the procedure. No impact on patient outcome.